Manufacturer narrative:
Additional information received from the local field representative indicated that the patient completed a remote interrogation once they arrived back home. There was no update provided, so it was presumed that normal device function was observed. At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. The patient presented to the emergency room and device function was confirmed with a magnet. The patient was recommended to follow-up with their physician. No additional adverse patient effects were reported.